Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. When remapping in the left atrium, there was a large map shift in the carto 3 system even though there was no metal introduced or patient movement. The procedure continued. There was no error noted on the system. Cardioversion was performed before mapping the original map. There were no cardioversions performed in between the original map and the second ¿shifted¿ map. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. When remapping in the left atrium, there was a large map shift in the carto 3 system even though there was no metal introduced or patient movement. The procedure continued. There was no error noted on the system. Cardioversion was performed before mapping the original map. There were no cardioversions performed in between the original map and the second ¿shifted¿ map. No adverse patient consequence was reported. Hardware evaluation details: the biosense webster inc. (Bwi) field service engineer (fse) spoke with the bwi representative who reported that the issue was duplicated since then. In addition, an investigation was initiated by the device manufacturer regarding the issue. During the investigation, the data from the hospital was received and reviewed. It was found that the reported map shift was a result of cardioversion and patient movement during the procedure. System is operational. According to carto 3 instructions for use: when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. The history of customer complaints reported during the last year associated with carto 3 system #3036131 was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #3036131, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Correction for g 4. PMA/ 510(k) has been made as the correct 510k number is k213264 as reflected on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).